Manufacturer narrative:
All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with diffuse lamellar keratitis (dlk) peripheral superior in the left eye (os) at the 1-day post-operative exam. The patient commented on foggy vision. Topical steroid dosage was increased to resolve symptoms. Best corrected visual acuity (bcva) from (B)(6) 2018: right eye pre-op 20/20 -1.00 x -.75 x 158, left eye pre-op 20/20 -1.25 x -.75 x 34.

Manufacturer narrative:
Correction: in initial report, the manufacturer date was incorrect as it should have indicated year 2008 a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is no significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.